Event description:
It was reported there was a bent pole clamp. No additional information. No patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 15mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pole clamp screw bent, preventing use; pole clamp screw replaced. Software version as found 9.33.1; as left 9.33.1. Power cord grounding pin bent, preventing use; power cord grounding pin replaced. Iuis have corrosion on pins; iuis replaced. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 15mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to bent screw of the knob w/leadscrew 8000. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported there was a bent pole clamp. No additional information. No patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. H3 other text : although requested, the affected device has not been received.

Event description:
It was reported there was a bent pole clamp. No additional information. No patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported there was a bent pole clamp. No additional information. No patient involvement.